Event description:
A malfunction alarm with code malf 5 was reported, indicating an issue with the pump. The customer's blood glucose level did not exceed 500 mg/dl, thus there was no adverse impact. The customer reverted to multiple daily injections (mdi) as a backup therapy.